Event description:
Customer reported to beckman coulter, inc. (Bec) that there were some drops of diluent on the top of the sample vials. Customer reported that the probe wipe block of the coulter ac*t diff analyzer leaked. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the probe wipe block had a clog in the bottom metal stem which was preventing suction from the probe out to waste. The fse replaced the probe wipe block, the waste tubing, the waste filter, the vacuum chamber and the red blood cell diluent filters. The fse verified the repairs were performed per established procedures.

Manufacturer narrative:
Evaluation codes - results code - (other): probe wipe block. (B)(4).